Event description:
It was reported that stent movement on balloon occurred. A 4.00mm x 16mm promus premier¿ stent was advanced into a non bsc extension catheter towards the target lesion. However, the stent moved from the stent delivery system (sds) balloon and was pushed back on the sds shaft. The stent was still on the sds shaft so the device was able to be removed completely. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 4.00mm x 16mm promus premier stent was advanced into a non bsc extension catheter towards the target lesion. However, the stent moved from the stent delivery system (sds) balloon and was pushed back on the sds shaft. The stent was still on the sds shaft so the device was able to be removed completely. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device returned to MFR: a visual examination of the stent found that the crimped stent on the device was damaged and moved on the balloon. Stent struts throughout the entire stent were deformed, bunched, overlapping and lifted upwards from the stent profile. It was noted that the entire stent moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall as would be expected. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).